Event description:
The clinic requested that all of their machines be verified for proper conductivity following three incidents of hypernatremia caused by mis-calibration of the condo cells (reference MDR numbers 1713683-2000-00011, 1713683-2000-00012 and 1713683-2000-00013). Gambro technical services (gts) found that the conductivity for this machine was at 10.7ms/cm when 13.0ms/cm had been commanded. Temperature and conductivity were calibrated to MFR's specifications. There was no report of pt involvement.